Event description:
Hold jh 11-16patient¿s nurse plugged-in an interpretation tablet into the wall behind the bed, and a spark came from the outlet. Facilities was immediately notified. When the facilities team member was checking other outlets in the room, an outlet next to the bed created a large spark. At the time of the spark, a sequential compression device (scd) machine was plugged-in and was connected to the patient. No harm to the patient.